Event description:
Noise on the rv and ff channels can be seen in an inappropriate vf detection from (B)(6) 2024. One shock was started, but it was aborted. No inappropriate therapy has been delivered. Intermittent noise could be recreated in person on (B)(6) 2024. Shock impedance has fluctuated, but is still within normal range in the last year. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.